Event description:
The account alleged the brake casters at the foot end of the bed will lock into brake, but the wheels will still rotate. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.